Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-12220. It was reported that noise was observed via remote transmission on both the atrial and right ventricular leads. There were several episodes of noise reversion. Programming changes were made. The patient later came into clinic to have leads capped on (B)(6) 2019 and the device explanted. Using fluoroscopy the leads were noted to be very thin under the suture sleeve and was attributed to possible clavicular crush. The system was replaced and the patient was stable after the procedure.